Event description:
Medline select silicone foley catheter ref (B)(4); (B)(4), exp (17): 02/28/2024; lot (10): 59219040441. Manufactured in (B)(4). Pt's name: (B)(6), dob (B)(6). The suprapubic catheter was placed on (B)(6) 2019. Initially ((B)(6)), the catheter failed to securely attach to the leg bag, resulting in soiled clothing. I instructed the nursing provider to discontinue use in future and return to previous model catheter at scheduled change date ((B)(6) 2019). On mornings of (B)(6), catheter came loose from bag overnight. About 5:00 pm. On (B)(6) pt complained bag was detached. He handed me the entire suprapubic catheter. The balloon had deflated and the unit fell out of his body. Took him to (B)(6) hosp ER, (B)(6). Seen by urology resident, dr (B)(6) approx three hours later; 11 months old surgical incision had closed in 3 hours. Attempts to insert new catheter resulted in bleeding and acute pain. Foley urethral catheter inserted with add'l acute pain to pt. Wire inserted in suprapubic incision to preserve route, and sewn in place, both procedures resulting in add'l pain. My belief is that the catheter has a mfg defect. The balloon should deflate only when the saline solution is removed with a syringe. The pt had no knowledge of how the catheter operated, nor had he access to syringe with which to withdraw the saline solution. The product is a danger to pts. Absent prompt recatheterization further damage can result to organs and may result in systemic poisoning. The instant failure caused pain to the pt and has resulted in the need for otherwise unnecessary surgery. This was the first time that this product has been used. Previously have used, monthly, the medline silicone-elastomer coated latex foley catheter ref (B)(4) which has exhibited none of these problems. FDA safety report ID# (B)(4).